Manufacturer narrative:
[Refer to manufacturer report #3007566237-2018-00077 for details pertaining to the reportable related event.]. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were out of range values: 40,000/unknown range. Reps are with patient in recovery and the out of range values were reported but physician wanted to close. L +3, 1- r c+, 8- rep is unsure which pairs were out of range. Rep indicated may not have close session properly, and information is not available as impedance tests had not been done yet. Reps closed care for now. No symptoms reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Refer to regulatory report 3007566237-2018-00077 for the device associated with this event. If information is provided in the future, a supplemental report will be issued.